Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped onto the carpet "a few weeks ago". Customer's blood glucose level was 170 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.